Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately twelve months post a stent placement via "contralateral" approach, the stent allegedly fractured. There was no reported patient injury.

Event description:
It was reported that approximately twelve months post a stent placement, repeat angiogram was performed due to reported increasing left leg rest pain, and several stent struts were identified allegedly fractured and displaced in two areas, the adductor canal and proximal popliteal p1. It was further reported that additional pre-dilation was needed to treat the patient. The additional pre-dilation procedure was successfully performed in patient and no injuries were reported. The patient is reported to be stable.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025), g3. H11: b5, h1, h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.